Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. No pt involvement. Covidien tech support engineer (tse) troubleshot the issue with the customer over the phone and suggested to swap the lcd panels and replace the graphic user interface cpu pcb. Covidien was not authorized to service the device.